Event description:
The consumer reported conflicting results with the binaxnow covid-19 ag self-test on (B)(6) 2026. The consumer reported that two tests were taken the same day; the first rest generated a negative result whereas the second test generated a positive result. The consumer indicated that they were symptomatic with sneezing, coughing, head and body aches at the time of the tests. No further tests were taken. No additional information was reported.

Manufacturer narrative:
The investigation is ongoing, a supplement report will be sent upon completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000905509a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 000905509a and device part number 195-430wl lot 905509. The lot met the required release specifications. A review of the complaints reported as false negative and false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000905509a showed that the complaint rate is 0.00114 and 0.00341% respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 ag self-test on (B)(6) 2026. The consumer reported that two tests were taken the same day; the first rest generated a negative result whereas the second test generated a positive result. The consumer indicated that they were symptomatic with sneezing, coughing, head and body aches at the time of the tests. No further tests were taken. No additional information was reported.